Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. The reporter alleged that there was corrosion inside the battery compartment. It was noted that the inside of the battery compartment was chipped and the pump was exposed to moisture. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, the battery compartment crack was observed and a section of the thread area was missing. The returned battery cap was unable to fully tighten to the pump; a power loss was observed. There was evidence of moisture contamination inside the battery compartment and on underside of the battery cap. A test battery cap was used for testing and was unable to fully tighten. The pump powered on with the test battery cap and no power loss was observed. A leak test was performed; a leak was found at the battery compartment crack. The pump case was removed and evidence of moisture contamination was also found inside the pump. Unrelated to the complaint, evaluation revealed a dim, discolored display.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.